Event description:
The customer reported that the device displayed a red x and a service required message.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x and a service required message. The device was evaluated at philips. The symptom was verified. Replacing the processor pca and upgrading the software resolved the issue. We cannot determine the cause of the failure as multiple parts were replaced. See scanned page.